Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4) h6) b15 - analysis of data provided by user/third party. Summary of investigational findings: a 71 year old male patient with type IV thoracoabdominal aneurysm was treated with evar on (B)(6) 2018. Three cook devices were implanted, zta-pt-38-34-167 (complaint device in this (B)(4)and in ((B)(4) manufacturer report # 3002808486-2018-01036)), zta-p-34-113 ((B)(4),manufacturer report #3002808486-2019-00779) and a custom-made branched device (wca) along with one non-cook device. The devices were implanted without difficulties. The post-procedure imaging revealed a proximal type 1 endoleak. No device integrity issues, or technical abnormalities was noted. The endoleak was reported to be related to zta-pt-38-34-167 (complaint device) we do not have information on which device was placed most proximal, however based on the sizes of the devices and the type of endoleak it is assessed that the zta-pt-38-34-167 is placed most proximal. Anatomic location, landing zones and sizes are not reported. Neither has information on any intervention to correct the endoleak been reported. 12 days post- procedure a paraplegia was discovered and 44 days post-procedure the patient had a surgical amputation of the leg due to ischemia. The combined sequence of events caused slip syndrome, which later led to the death of the patient. Per medical advisors¿ clinical assessment, the type 1 endoleak, paraplegia and leg ischemia are not related as cause and effect. The assessment state: ¿the endoleak did not cause the paraplegia, and the paraplegia did not cause the acute limb ischaemia. But the combined sequence of events caused general deterioration in a very sick, high risk patient, ultimately leading to his death.¿ review of the device history record gave no indication of the device being produced outside of specifications. The IFU shipped with the device states that endoleak is a known adverse event and strict adherence to the zenith alpha thoracic endovascular graft IFU sizing guide is strongly recommended in order to mitigate the risk for endoleak and patients experiencing leaks may be required to undergo secondary endovascular interventions or surgical procedures. Based on the information provided, an exact cause for this event cannot be established. Cook will reopen the case if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to devices under PMA/510(k) p140016. H6) patient code: 3191 - appropriate term/code not available for endoleak. Device code: 3191 - appropriate term/code not available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: additional complaints opened (B)(6) 2019 to cover endoleak and device related paraplegia. Original complaint: device related paraplegia. On (B)(6) 2017 (308 days pre-procedure), the pre-procedure CT showed a stable, type IV thoracoabdominal aneurysm with mild iliac angulation. The celiac, sma and right renal artery were all patent, and there were no renal infarcts. The left renal artery was occluded. The maximum aneurysm diameter: 59 mm. Length from celiac to sma: 15 mm. Length from celiac to right renal: 40 mm. Length from celiac to left renal: 0 mm. Length from sma to right renal: 25 mm. Length from the lowest renal artery to start of the aneurysm (measured from distal most aspect of renal artery): 0 mm. On the day of procedure, (B)(6) 2018, three cook devices were implanted, without difficulties, along with one non-cook device. The post-procedure imaging revealed evidence of a proximal type 1 endoleak (pr265559). No device integrity issues or technical abnormalities was noted. The patient was discharged on (B)(6) 2018 (12 days post-procedure). On (B)(6) 2018 (12 days post-procedure) on day of discharge, a definitive paraplegia was discovered (pr236848 & pr265558). The patient was at a later date on (B)(6) 2018 (44 days post-procedure) admitted to the hospital for a surgical amputation of the leg due to leg ischemia. The event was considered related to device due to coverage of the spinal cord arteries. A query has been issued to get confirmation that the paraplegia caused the leg ischemia. "A rapid deterioration of the general condition of the patient has occurred. This deterioration led to the death of the patient. Following comments was made by the site: "paraplegia led to invalidity, trans femoral amputation led to invalidity too, both adverse events led to slip syndrome. Might be related to the device". (Slip syndrome = rapid deterioration of the general condition). The rapid deterioration has a start date (B)(6) 2018 and end date (B)(6) 2018." Patient outcome: the secondary intervention was considered successful. The patient continues in the study. Additional information: the patient has expired.